Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0xcp4, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s second system was removed because the patient was getting infected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.